Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system on-site. It was found that the mobile view station (mvs) din rail fuses had blown. Installed new revision of din rail, along with new fuses and the issue was resolved. The din rail has been received by the manufacturer, although analysis is not yet complete. The fuses have not been received for evaluation. A full imaging system check-out was completed following part replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that the imaging system would not power on. It was reported that the mobile view station (mvs) would not power on and the line power light was not illuminated. There was no patient present when this issue was identified. No additional details were provided.

Manufacturer narrative:
The din rail assembly was returned to the manufacturer for analysis. No fuses were returned with the device. Before applying 21vdc between contacts 7 and 10, 12.3 ohms was measured as expected. The assembly was energized, and there was an audible click as the relay closed. Between contacts 7 and 10, 0.02 ohms was measured as expected. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel.